Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. Users are instructed to return any damaged components to heartware. Any observed damage would be mitigated by the exchange of this component for another one. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that a patient's battery was not charging on the battery charger. The site was unable to clarify what status lights were appearing on the battery charger at the time of the event. They further reported that the battery was tested on the other ports of the battery charger with the same results. The battery was exchanged with no patient consequence. A preliminary analysis of the device revealed the potential for an intermittent connection.

Manufacturer narrative:
It was reported that the battery would not be able to charge. The battery was returned for evaluation. Review of the manufacturing records confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the battery passed visual examination but failed functional testing. The battery was able to charge while connected to battery charger; however, a different charge capacity would be displayed on the controller. This was possibly perceived by the patient as the battery not adequately charged. Internal inspection of the battery revealed that cell #4 did not have a welding point, which most likely could have contributed to an intermittent connection. The most likely root cause of the reported event can be attributed to a solder defect. A supplier investigation, is currently investigating soldering and wire tinning in panasonic battery packs. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.